Event description:
Poor augmentation was noted. The iab was not returned to datascope for eval. The iab was discarded by the facility. (Event complications: unk-reported 1/23/98.) (Pt's current status: unk-rpt'd 1/23/98.)